Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 3mls of juvéderm® voluma¿ with lidocaine and 3mls of juvéderm® volux¿ in the mid face and lower face (chin). It was noted the needle hit the bone of the patient to pain. Three days after injection, pus start coming out from chin with tenderness.

Event description:
Additional information received noting that 0.25mls of the total volume of 3mls of volux was injected into the chin. Three days later, patient had an acne eruption on the chin, at which point patient started picking and pus was discharged. On that same date, patient was started on topical and oral antibiotics. The discharge stopped three days after onset and patient has been doing fine.